Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, the jaws were bent. The doctor grabbed another endostitch to complete the case. There was no patient injury involved in the event. The device was discarded by the customer.